Event description:
Reportedly, the physician was not able to connect the ventricular lead to the pacemaker even checking that the connector screw was in the proper position.

Manufacturer narrative:
The conclusions are as follows: connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - no tightening marks were seen on the atrial setscrew tips and incorrect tightening marks were noticed on the atrial and ventricular setscrew tips. - the ventricular setscrew was found screwed and visible from the port. It was probably screwed before the lead was correctly inserted and was not unscrewed before the ventricular lead was removed. This could have led to a misconnection and could explain the impossibility of inserting properly the ventricular lead (most likely hypothesis). - based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the physician was not able to connect the ventricular lead to the pacemaker even checking that the connector screw was in the proper position.